Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed to open. The field service engineer (fse) logged into support and launched hardware test application, where tower door three failed to respond when the escort attempted recovery via the recovery storage space tab. Logged into support and launched the hardware testing application (hta), which showed the door as open regardless of its actual position. Removed the latch assembly, cleaned contacts, applied conductive grease, and re-crimped the wiring harness. Also re-seated the harness on the control board. After restarting the station, hta still showed the door as open. Inspected and replaced both mini switches in the latch assembly. Post reassembly, the door status correctly reflected closed when shut and open when released. Successfully completed the required FDA test. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user mentioned that tower door failed to open. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.